Event description:
It was reported that the left ventricular lead dislodged shortly after implant and again over one year later. Both times, the patient was hospitalized and the lead was repositioned. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.